Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3004608878-2020-00337.

Event description:
This is 2 of 2 reports. It was reported that the a3101 mayfield composite series base unit, standard was difficult to adjust on 08jun2020. There was no patient impact reported.

Event description:
N/a.

Manufacturer narrative:
UDI # (B)(4). The mayfield base unit was returned for evaluation: DHR - no abnormalities related to the reported failure. The investigation of the returned a3101 mayfield composite series base unit confirmed the reported complaint. The evaluation showed that the base handle or the left jaw cannot slide freely over the full length of the connecting rod. Further evaluation showed that the locking mechanism was not working properly. The observed condition is likely caused by improperly handling / wear and tear of the device. The definite root cause cannot be reliably determined.